Event description:
Info received related to a trial reporting that the pt had an additional des stent implanted to treat diffuse in-stent restenosis of a previously implanted stent. No additional info was available.